Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she started to feel pain at the tailbone area and toe twitching so they changed programs on (B)(6). The patient stated the back pain became worse so she called her healthcare professional's (hcp) office and was directed to turn stimulation off and if pain doesn't subside she should contact the hcp. The patient noted she had difficulty sleeping on (B)(6) due to pain and couldn't lay on her back. The patient stated the pain is there even when the device is off. There were no traumas or falls associated with the issue. The patient noted the symptoms were gradual in on set. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.